Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal is missing but no physical damage was found on the pump apart from bubbled dso seal. No problems were found with the programmed delivery in the event history log. The customer stated problem could not be duplicated. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that this pump had a flow issue. No patient injury reported.